Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. This event occurred three times. The following information was provided by the initial reporter. The customer stated: "customer stated that the safety broke off 3 time on tuesday. They have no samples and there was no needle stick."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, 30 retention samples from bd inventory were evaluated by visual functional testing and the issue relating to defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through corrective and preventive actions (CAPA) 1465371. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. This event occurred three times. The following information was provided by the initial reporter. The customer stated: "customer stated that the safety broke off 3 time on tuesday. They have no samples and there was no needle stick."